Event description:
Healthcare professional reported signals of capsulitis. Healthcare professional later reported capsular contracture with breast deformity. Patient later reported "I was diagnosed with cancer, and I believe that this diagnosis is due to the defective condition of the implanted prosthese which has had a significant impact on my health. I am under treatment to ensure that no silicone remains in my body, which represents a considerable emotional and financial burden." This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/ procedure: unable to observe since it is not related to the device. ¿ cancer: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported signals of capsulitis. Healthcare professional later reported capsular contracture with breast deformity. Patient later reported "I was diagnosed with cancer, and I believe that this diagnosis is due to the defective condition of the implanted prosthese which has had a significant impact on my health. I am under treatment to ensure that no silicone remains in my body, which represents a considerable emotional and financial burden." This record is for the left side. Device was explanted.